Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. Adequate medical documentation and suboptimal imaging studies were available for this review. Product use was incongruent with the IFU due to: bilateral iliac artery diameters of greater than 2.3 cm (right - 5.0 cm; left - 4.0 cm). Cautionary product use conditions that might have contributed to this event included tortuous iliac arteries. Patient factors that might have contributed to this event included: ongoing risk factors that accelerate aneurysmal disease progression; antiplatelet therapy due to the increased risk for bleeding complications; and, renal insufficiency, which might have delayed a diagnosis due to the inability to tolerate contrasted CT surveillance. During implant, the first right iliac limb extension overlap was approximately 1.0 cm, which was associated with a persistent type iiia endoleak; this was successfully remedied with another bridge stent and balloon angioplasty. Eighty-seven months post implant, there was evidence to support: stent graft compliant of a total stent separation and a type iiia endoleak of the left iliac extension and the main body. The secondary procedure was confirmed. The patient was discharged home on the first post-operative day, on antiplatelet therapy. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.

Event description:
It was reported that approximately 64 months post implant of a bifurcated device, and three limb extensions, an endoleak was discovered. Limb separation from main body was found and was successful treated by bridging the main body with an additional limb extension. Patient is doing well.